Event description:
It was reported that the zimmer dermatome was used for split skin graft harvest. It was also reported that the blade was mounted accurately and the depth of dermatome was correctly checked and set. However, upon contact with patient's skin, the dermatome began cutting through skin, fat and thigh muscles. It was reported that surgical repair was required.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.